Manufacturer narrative:
This report is being submitted as follow up no.2 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: alleged date (B)(6) 2015. Explanted date: alleged date (B)(6) 2018. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received information received 24/july/2019: the patient provided that the hospital where the procedure and angio-seal placement occurred was at facility- (B)(6) medical center and that the angio-seal removal occurred at facility - (B)(6) hospital. The complication of the closure wound started on (B)(6) 2018. The physician who recovered the device thought it to be a pro glide. The patient had a hospital consultation with a doctor on (B)(6) 2019 and re-verified that the alleged angio-seal was used. The patient has been dealing with the leg problem for several years now, and only because of this complication from the alleged angio- seal. The patient reports that she can not walk without pain.

Manufacturer narrative:
Date of event: (B)(6) 2015. Expiration date - unknown due to unknown product code/ lot number. UDI - unknown due to unknown product code/ lot number. Implanted date: (B)(6) 2015. Explanted date: device was not explanted. Health professional: unknown. Occupation - unknown. PMA/510(k) - unknown due to lot number being unknown. Device manufacture date - unknown due to unknown product code/ lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
A patient reported that the angio-seal device allegedly failed to perform. The angio-seal was placed in the right groin area on (B)(6) 2015. It was then discovered on (B)(6) 2018 that angio-seal device had remained in the body and caused extreme infection and allowed plague to migrate into artery causing blockage in the right leg. Aggressive surgical procedure was required to remove. The right leg has not improved to be of normal use. The ankle and toes were effected. It has also left a secondary artery blocked by an 8" clot that is not assessable. The only option the patient alleged to have now is amputation beginning with 3 toes that are effected by lack of circulation. The doctors have evaluated all and conclude that the loss of a leg will have to occur and the artery can not be cleaned.